Manufacturer narrative:
Correction g6: type(s) of report: the initial report that was submitted should have indicated "initial 30-day" (it was incorrectly marked as initial 5-day). The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow accuracy and delivered at 5.6% accuracy which is within acceptable tolerance. A review of the event history log did not show any abnormalities that would attribute to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump "didn't pump IV" during testing in the biomed service department. There was no patient involvement. No additional information is available.